Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported stimulation in the wrong location, that it started at the top around the implant battery area to his back and now progressively gone down into the leg. The also reported painful stimulation and that it makes it difficult to walk and it is gotten worse. Stimulation was decreased all the way to 0v and patient confirmed that stimulation was better but still higher in the leg. No further complications were noted or anticipated